Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill alert and occlusion alarm occurred. Reportedly the cartridge uses novolog and the occlusion alarm occurred following the 4th day of cartridge use. Customer reported a blood glucose level of 150 (mg/dl) and delivered an insulin injection. System check with tandem technical support indicated that the cartridge was possibly the source of the occlusion. Customer was reminded that the cartridge is labeled for use up to 72 hours with novolog. Tandem technical support offered to guide customer through the cartridge load process once the customer was available to troubleshoot the minimum fill alert; however, since the customer declined.